Event description:
Boston scientific crm received info that while this transvenous right ventricular (rv) lead was to be implanted, and was being passed through the sheath, the pt experienced respiratory arrest. The attempted implant was stopped as rescue actions started. A right atrial (ra) lead was also opened on the table but not attempted. The implant procedure had been prolonged due to difficult pt anatomy. A formal cause of death was not ever stated. No formal cause of death document or implanter statement had been provided to date. The local area sales rep was contacted for more info, but none has been made available to date.

Manufacturer narrative:
These attempted leads have not yet been returned to the boston scientific crm post market quality assurance laboratory for analysis purposes. As new info would become available, this report will be further evaluated and updated.